Event description:
It was reported that the patient experienced ineffective therapy and no longer received therapy. X-ray result revealed one of the patient's leads at s1 migrated. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the leads were explanted and replaced to address the issue. Investigation was unable to determine which of the s1 leads migrated.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.